Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per email correspondence, no additional information is available. Without the requested patient-specific clinical information/documentation, further assessment of the reported events cannot be provided and the root cause beyond those reported in the article could not be concluded. The patient impact beyond the reported events could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
Literature case. "Early functional recovery following bilateral total knee replacement versus selective unilateral total knee replacement" author: fang rui, liang zhiquan,meng qingcai. In this study there were 86 patients bearing genesis ii. It was reported that the patient suffered from superficial incision infection and delayed healing.